Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a perineorrhaphy and a total pelvic floor repair procedure on (B)(6) 2011. At the six week examination, the patient had developed a baseball size mass posteriorly with pain which ultimately drained spontaneously. The patient was given cipro 250mg po bid for 10 days. The patient returned one week later and she was completely healed with no evidence of fluid collections or abscess. A vaginal culture returned with yeast but no bacteria. The surgeon opines that there may have been a seroma that developed under the suture line that then drained. The surgeon is unsure if there was a real abscess as the patient was not febrile at all.